Manufacturer narrative:
D6: added device return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced brief controller alarms on the supporting automated impella controller. During each event, the placement signal was lost, while motor current remained unchanged. In both instances, the alarm self resolved without intervention. Additionally, optical sensor alerts occurred which were resolved by unplugging and reseating the white optical cable. Support continued and the patient was in stable condition.